Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a skin irritation under the rear therapy pad. The patient was in the hospital for an unrelated reason. It was reported that "medical care will be administrated". It is unknown what medical care was given to the patient . Follow-up indicated that the rash had improved.